Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total pelvic procedure in 2019 and the suture was used. While the tissue was penetrating during the procedure, a needle snapped in the middle. The broken piece was retrieved and another like suture was used. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 4/3/2020. Corrected information: b1, h1 - additional information was received indicating that this is a duplicate report. This event was previously reported under 2210968-2019-84258. Therefore, this medwatch report 2210968-2019-84261 is not reportable.